Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a device defib energy problem occurred in the defib test. There was no patient involvement.